Event description:
Additional information was received. It was reported that the cause was due to the imaging system inaccuracy caused by the right imaging system tracker being "off". It was re-calibrated and the imaging system was working as intended. It was also noted that two screws needed to be readjusted. There was a delay of less than one hour to the procedure.

Manufacturer narrative:
H2: additional information received. Section a, section b, section e and h6 have been updated. H2/h3/h6: the system was serviced in the field and passed all tests. No failures were found. Codes 10, 213 and 67 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 9735740, software version #: 1.2.0. No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a sacroiliac and thoracolumbar procedure. It was reported that the site was allegedly inaccurate. The inaccuracy was inconsistent between the instruments they were using. Some instruments were 2 mm deep while others were less inaccurate. This occurred during an open procedure, they were able to continue the case accounting for the inaccuracy. There was no reported delay to the procedure. There was no reported impact to the patient.

Manufacturer narrative:
The software team investigated the reported issue and there was insufficient information to determine the root cause of the reported behavior. The software logs were not helpful in diagnosing auto-registration accuracy issues. The frame movement after registration is a common cause of accuracy issues but cannot be detected in logfiles or archives. If information is provided in the future, a supplemental report will be issued.